Manufacturer narrative:
H4: the lot was manufactured between may 13-14, 2024. H11: one (01) actual device and two (02) companion devices were received for evaluation. Visual inspection of the actual sample revealed that the bladder was ruptured, and fluid inside the housing. Fluid had leaked out of the housing due to the pink coil cap being separated from the housing. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. Functional testing was performed on the two companion samples by manually filling their bladder with dextrose solution to the maximum volume; no evidence of rupture was noted. The reported condition was verified on the actual sample. The possible cause of the condition was determined to be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A terumo brand syringe was attached to the infusor's fill port. The syringe is not a baxter product. The lug diameter of the housing was measured and found to be 1.243 inches which was slightly lower than the specification (1.245 - 1.257 inches). A small housing lug diameter could have the effect of causing a coil cap that is not sufficiently tight to separate from the housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of a small volume infusor ruptured during filling and drug solution ¿leaked out from the filling port¿. The issue was further described as, fluorouracil (5fu) accumulated inside the pump which caused the medicated solution to pool in the housing. Additionally, what was initially reported as a leak from the fill port was found in product evaluation to be a leak out of the housing due to the pink coil cap being separated from the housing. There was no patient involvement. No additional information is available.